Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that less than a few months after implant there was a problem and it wasn't working well. Patient did not know the specific cause, but stated the device was not working and was hurting the legs and the doctor said to change it surgically replaced but patient never did. They said it was defective so the patient turned the device off shortly after implant and has not used the interstim since. Patient asked about getting the device status checked, redirected to schedule with managing physician. Reviewed patient can use the programmer to check ins status. Due to such a long period of not using the ins, it is not clear if the programmer will be able to communicate to the ins or not. Offered to help troubleshoot during the call but the patient declined as they are at work and did not have access to the programmer. Patient will try on their own when they get home.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they had spoken with the patient and the device had not been removed. They were first notified of the event at the time it was reported. When asked to clarify the statement the device was not working, they replied it was unknown if the device was broken. It was not working for the patient's symptom control. The issue was not resolved, but no further action would be taken.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient is needing MRI of brain. Caller stated the ins "never worked" and then proceeded to clarify this by reading a medical note of the patient's from 2016. Due to being unable to access the call recording in verint, technical services is providing what they could recall from the medical note, please note that it was quite detailed and caller was speaking very quickly: the patient was experiencing nominal stimulation <(>&<)> pain (technical services believes caller said this pain was in patient's foot or toe), a manufacturer representative (rep) was involved at one point and had interrogated the ins.